Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery longevity had decreased from 62 percent remaining to 12 percent remaining in three months. Engineering analysis was performed and noted it appeared the battery usage has increased at an elevated rate and suggested the device be explanted for suspected premature battery depletion. At this time the s-ICD remains in service and no adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery longevity had decreased from 62 percent remaining to 12 percent remaining in three months. Engineering analysis was performed and noted it appeared the battery usage has increased at an elevated rate and suggested the device be explanted for suspected premature battery depletion. At this time the s-ICD remains in service and no adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population. Additional information was received that the s-ICD was explanted and successfully replaced due to suspected premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery longevity had decreased from 62 percent remaining to 12 percent remaining in three months. Engineering analysis was performed and noted it appeared the battery usage has increased at an elevated rate and suggested the device be explanted for suspected premature battery depletion. At this time the s-ICD remains in service and no adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.additional information was received that the s-ICD was explanted and successfully replaced due to suspected premature battery depletion. No additional adverse patient effects were reported.